Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The ok keypad button was also reported to be missing/peeling. The patient alleged that the ok keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 08/10/2017 with the following findings: during investigation, the keypad cover was lifted at the ok keypad button. All keypad buttons were responsive to user input. The keypad cover was removed to find no defects to/under the button contacts. The under responsive ok keypad button were unable to be duplicated. The pump was opened to find the keypad flex fully seated in the connector with a latch closed. Unrelated to the original complaint, moisture was found in the battery compartment. A leak was found in the battery compartment. Additionally, the display was dim and faded pink. The battery compartment was cracked at the threads to the left of the bumper, and at the case seal below the bumper.